Event description:
Complainant stated that while the end user was seated in the chair, the back on the seating system failed which caused the back and end user to fall into the prone position. The end user did not sustain any injuries as a result of the alleged failure.

Manufacturer narrative:
The DHR for this chair was reviewed; the device met all specifications prior to distribution. A new actuator was installed on the chair and is currently working as intended. A permobil representative was able to confirm that the failed component was the chair actuator. The failed component will be returned to parent company for additional analysis. Supplier process changes were made to correct known failure. If additional information is determined, a follow-up report will be filed.